Event description:
A customer reported experiencing a cartridge alarm issue during pumping. Their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was informed by technical support that a replacement pump with updated software would be sent, and training would be available to them. The customer understood and acknowledged the instructions, including returning the problematic pump using the provided return box and pre-paid label within 10 days.